Event description:
New information indicated that the patient had swelling. It is unknown if this was related to the lead.

Event description:
It was reported that the patient presented in the emergency room with various reason. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programming changes were made. The patient status was unknown.